Manufacturer narrative:
The reported condition was confirmed. This issue is currently being investigated under mdq-CAPA-132.

Event description:
The facility reported that the device would not turn on due to depleted batteries. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details wee not available regardign additonal contact information. The hospital representative stated that there were no reports of patient injury or medical intervention associated with this event.